Event description:
Boston scientific received information that one day post mastectomy surgery, the patient presented to the emergency room due to receiving therapy from the device. Upon interrogation it was noted that there was oversensing of noise resulting in inappropriate therapy where therapy was exhausted. The noise was able to be reproduced when the patient layed on their side. The right ventricular (rv) lead and device exhibited high pacing impedance measurements of 1975 ohms and a few days later the impedance measurement increased to greater than 2000 ohms. A fracture was suspected but not able to be confirmed. A revision procedure was attempted, however they were unable to gain venous access. Thus the system remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.